Manufacturer narrative:
Catalogue #: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a t-connector device was leaking. The reporter stated that they attempted to draw blood resulting in no suction applied in the syringe. When attempting to flush piv via t-connector, saline from the flush was coming out of top of t-connector. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection noted a crack on the microbore winged female luer lock. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.